Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 201: the device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results. Multiple power on reset events observed in the black box. Pump was returned with cracks in the battery compartment along the side and fromn bottom traveling to bumper. Threads on the battery cap are stripped and are unable to secure. No evidence of physical damage on battery compartment threads. Test battery cap was able to secure for testing. Pump exercised for 24 hours with no loss of power occurring. Unrelated to the complaint, the display is dim and letters have a red hue.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.